Event description:
The reporter contacted lifescan, in 2005 alleging that the pt's meter would not power on. The pt felt shaky; however, there is no information on whether the pt felt shaky while testing. The pt went to the physician's office and obtained an 86 mg/dl and was treated with oral medication. The battery was replaced less than a year ago and was in good condition. The meter did not power on by pressing the power button. The pt was using the correct vial of test strips. Customer services was unable to resolve the issue and sent the pt a replacement meter. The complaint is being reported as a malfunction, since the meter did not power on after the battery was replaced.

Event description:
The reporter contacted lifescan, in 07/2005 alleging that the pt's meter would not power on. The pt felt shaky; however, it there is no information on whether the pt felt shaky while testing. The pt went to the physician's office and obtained an 86 mg/dl and was treated with oral medication. The battery was replaced less than a year ago and was in good condition. The meter did not power on by pressing the power button. The pt was using the correct vial of test strips. Customer services was unable to resolved the issue and sent the pt a replacement meter. The complaint is being reported as a malfunction, since the meter did not power on after the battery was replaced.